Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reports that the autobipolar function of the generator activated on its own. The user plugged in the forceps of an unk MFR and set the generator to "autobipolar". At this point, the forceps activated while the tines were held apart. They tried to recalibrate the generator but the same thing happened. They were using covidien ebd cords. The cords were disposed of after the incident.